Manufacturer narrative:
The patient remains on lvad support with the replacement pump and no further issues have been reported. Based on the information received, the pump will not be returned to the manufacturer for evaluation as the hospital disposed the pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. See scanned page.

Event description:
The patient was implanted with a left ventricular assist device. Approximately 2 months post implant, a pump exchange was performed due to three small (<2mm) fibrin thrombi located in the ventricle.